Event description:
It was reported that during a laser atherectomy and ptca procedure in a vein graft with 99% in-stent restenosis, the balloon ruptured. Prior to the balloon rupture, multiple devices were used to reduce residual stenosis. The physician experienced removal difficulties. The balloon appeared to get hung up on the stent and subsequently separated from the shaft and remained on the wire. The entire system was withdrawn with some difficulty and the balloon was snared through the sheath. Pt status is listed as "okay".